Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the cylinders of the inflatable penile prosthesis (ipp) were not inflating, and the device was suspected to have experienced fluid loss. As a result, the ipp was explanted and replaced. No patient complications were reported.